Manufacturer narrative:
Patient information is unknown. Date of event: unknown. 510k: this report is for an unknown locking compression broad plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implanted date: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a plate failed. The surgeon implanted the locking compression broad plate eight (8) weeks ago. It has snapped and was removed on (B)(6) 2018. Concomitant device: locking screws (part/lot unknown, quantity unknown). This report is for an unknown locking compression broad plate. This is report 1 of 1 for (B)(4).